Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During asnis surgery, the screw was broke during insertion. The thread of the screw remained in the patients' bone. The patients' bone was very hard, so insertion of guide wire and drilling were difficult. Another screw was used to complete the surgery. The guide wire was deformed after insertion. The surgeon suspected that the condition of the drill may have been bad.

Manufacturer narrative:
Evaluation summary: the reported event of the bent guide wire could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The bending of the guide wire was caused by too high axial forces. Based on the received event description the bone of the patient was very hard and the drills condition was considered to be bad. Please note that in dense bone also puncturing of the cortex before inserting the guide wire is recommended. Please pay attention to the operative technique asnis iii cannulated screw system: ¿note: in dense bone, puncturing the cortex with the ø1.4 x 150mm drill bit to initiate the wire may reduce heat build-up and/or deflection of the wire. [¿] the self-cutting and self-tapping tip of the asnis 4.0mm screw is intended for cancellous bone. In dense cortical bone pre-drilling with the cannulated drill ø2.7mm (702449) and use of the cannulated tap ø4.0mm (702454) is recommended, especially when placing oblique screws.¿ a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During asnis surgery, the screw was broke during insertion. The thread of the screw remained in the patients' bone. The patients' bone was very hard, so insertion of guide wire and drilling were difficult. Another screw was used to complete the surgery. The guide wire was deformed after insertion. The surgeon suspected that the condition of the drill may have been bad.